Event description:
It was reported that during a ptca procedure, the balloon catheter was advanced through the struts of a previously placed stent. The distal portion of the balloon apparently became caught resulting in removal difficulties. The entire system was removed. It was also reported that the double marker bands of the balloon separated and remained in the pt. The pt was sent to surgery for removal. Pt status is listed as "okay".